Event description:
Reporter indicated a vns therapy pt's vns "was not working." The treating physician indicated the pt's "vns has not been working for over a year and they do not do anything with the device." The physician also stated "he did not put the vns in and the family does not seemed concerned." Good faith attempts to obtain additional information have been unsuccessful to date.